Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. The dso seal was replaced. Error code 46261 was revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the event history log. It was determined that the software was the root cause for the error code, the printed wire assembly (pwa) was replaced to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 46261. The event occurred during testing, there was no patient involvement.